Manufacturer narrative:
Follow-up # 1: 09/28/2015 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed multiple pump reboots. The returned battery cap secured properly to the pump. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and evidence of moisture ingress was found within. Unrelated to the original complaint, during a visual inspection of the pump, a battery compartment crack was observed and a crack in the pump case was also observed. A leak test was performed which confirmed the pump was leaking from this crack in the pump case.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a intermittent power(moisture ingress-behind display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.